Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204: belt/monitor unusable) has been confirmed. Upon investigation the service code 204 was confirmed. The cause for the failure was isolated to components u718 and u729 being out of tolerance. Correction: patient received replacement belt. Belt sn (B)(4) was repaired and refurbished. The root cause for the out of tolerance components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing servie code 204: belt/monitor unusable.